Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead presented a lead safety switch (lss) due to a high out of range pace impedance measurement. Technical services (ts) reviewed the lead trend and noted stable impedance variability from 1500 to 1900 ohms since implant. Ts also noted that the specified impedance range for this lead was 200 to 3000 ohms. Ts provided programming recommendations and suggested increasing the out of range threshold to 3000 ohms. No adverse patient effects were reported. This lv lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This lead remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this left ventricular (lv) lead presented a lead safety switch (lss) due to a high out of range pace impedance measurement. Technical services (ts) reviewed the lead trend and noted stable impedance variability from 1500 to 1900 ohms since implant. Ts also noted that the specified impedance range for this lead was 200 to 3000 ohms. Ts provided programming recommendations and suggested increasing the out of range threshold to 3000 ohms. No adverse patient effects were reported. This lv lead remains in service. Additional information was received. This lv lead exhibited another lss due to a high out of range pace impedance measurement. As a result of the lss, sensing was set to unipolar configuration. The health care professional (hcp) observed noise on the lv channel; however, the noise was not being sensed. Ts provided additional programming recommendations. No adverse patient effects were reported. This lv lead remains in service.